Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath and imaging window were entangled. Visual and microscopic inspection revealed the imaging window was twisted and the tip was stuck on the floppy end of a guidewire. Microscopic inspection also revealed the guidewire exit port was damaged.

Event description:
It was reported that device entrapment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During withdrawal, the catheter was stuck in the lesion. The procedure was completed with another of the same device. There was no injury to the patient.

Event description:
It was reported that device entrapment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During withdrawal, the catheter was stuck in the lesion. The procedure was completed with another of the same device. There was no injury to the patient.